Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k023832.

Manufacturer narrative:
Device evaluation: the products involved with this complaint have not been returned to lifescan for product analysis. The retain test strips were tested and they passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, lifescan received a medwatch notification for the FDA. Reportedly, the patient arrived at the critical care unit at 11 am (unspecified date) and received IV insulin treatment based on the lifescan meter readings. The patient's blood glucose was tested at "303, 487, and 519 mg/dl" at 11 am, 12 pm, and 1 pm respectively. As per the hospital's protocol, the nurse sent the patient's blood to the lab to confirm the critical high of "519 mg/dl." The lab results came back with a blood glucose reading of "294 mg/dl." Further correlation test were perform between the lfs meter and lab. At 2 pm the lfs meter read "429 mg/dl" while the lab result was "183 mg/dl." The reporter indicated that the patient's blood glucose went lower than normal due to the insulin treatment based on the alleged inaccurate high results on the lfs meter. A new vial of test strips was opened at the time of concern. The reporter indicated that the quality control test passed for both high and low. The accuracy was acceptable with the new vial of test strips. On (B)(6) 2011, this medical surveillance special contacted the reporter to assessment the severity of the patient's low blood glucose. According to the reporter, the patient "was hypoglycemic." The reporter could not provide the patient's blood glucose or the symptoms at the time of concern. Based on the reported lfs meter reading to lab comparison, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. This complaint is being reported because the patient allegedly was hypoglycemic after the he received IV insulin treatment per the elevated lfs readings.